Event description:
Related manufacturer reference number: 2017865-2023-20756. It was reported that the patient presented remotely. Upon review, the patient's pacemaker exhibited loss of capture while the atrial lead exhibited sensing noise which resulted in an inappropriate auto mode switch (ams). No intervention was made. The patient was stable.